Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was twisted. During the advancement of the triaxial system through the aneurysm intrasaccular loops of the catheter were formed. Upon deployment of the pipeline, the stent had adequate distal anchoring. The physician decided to pull on the triaxial system and remove the loops of the catheter. As they continued to deploy the device across an unconstrained portion of the aneurysm neck, a twist was observed. There were attempts to open the stent by recapture and re-deploying, however, that did not work. It was noted that there was stenosis at the location and the physician decided to abandon the case due to the twist in the stent and the inability to open the stent further. The middle section of the pipeline did not open and it was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Resheathing, loading, and unloading the system was attempted, however, this did not resolve the issue and the pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered and the pru level was unknown. There was no change on the post procedure angiographic result. The pipeline was not used off-label and was prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a amorphous, unruptured aneurysm with a max diameter of 15mm and a 10mm neck dia meter. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: destination 7fr, sofia 5fr 125cm, and a phenom 27 150cm.

Manufacturer narrative:
E: corrected initial reporter information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.